Event description:
It was reported that after the catheter was inserted, the pt experienced an episode of decreased blood pressure and whole body erythema. The catheter was in place for 19 days. The allergic reaction was reversed without any complications.